Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited impedance measurements of greater than 2500 ohms. A surgical revision was performed. While the lead was being extracted, the lead broke off and the remaining 3 centimeters (cm) of the lead remained in the patient¿s ventricular apex at that time. A new lead was successfully implanted. No additional adverse patient effects were reported.